Manufacturer narrative:
Patient is a fitzpatrick skin level vi who was treated with the 755nm alexandrite wavelength. Labeling instructs, "the 755-nm wavelength is ideal for treating hair in skin types I-iii. The 1064-nm wavelength is ideal for treating skin types IV-vi or tanned skin." User error is involved since site did not follow instructions per labeling. Burns are expected side effects from laser treatments. Per labeling, "adverse effects can include blistering, scabbing, crusting, pustules, burns, hypopigmentation, hyperpigmentation, erythema, edema, and scarring." Service report confirmed that the system was operating within specifications. The device history record confirms that the product passed and met all requirements before releasing. Due to the patient receiving antibiotics and experiencing scarring, this event is considered a reportable adverse event.

Event description:
Cynosure was made aware that a patient experienced burn on multiple spots following a treatment using the elite+. Patient was given antibiotic for burns. It was later reported that patient developed swelling, scarring and discoloration on the treatment area.